Event description:
The customer reported that a service required alarm occurred while the device was in use on a patient. The customer reported that the unit was in use on patient, but there was no patient harm reported. Unit was swapped out. No delay in therapy reported. The service technician evaluated the device and was unable to duplicate reported problem. The service technician reported that he checked the event log, but no error had been recorded. Run in test was performed, but the reproductivity was unable to be confirmed. Device passed all tests. Software version was checked (ver.2.30).